Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit minor scratched display window and cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked display window, cracked reservoir tube window, cracked reservoir tube and cracked case at reservoir tube window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 288 mg/dl. The customer stated that there is 2 inch crack starting in reservoir compartment to screen of the insulin pump. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.